Manufacturer narrative:
One hypodermic needle was returned for evaluation. Visual inspection observed no non-conformities with the device. During functional testing, the cannula was tightened to the device per direction found in the instructions for use. Testing found no leakages or detachment of the cannula. The returned device was found to operate as intended. No evidence was found to suggest the reported event was caused from intrinsic product fault.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that the deltoid needle detached from the syringe and safety assembly and temporarily stayed in the patient's arm. The nurse was able to remove the needle safely without incident. No needle-stick took place. There was no patient or clinician injury reported.